Manufacturer narrative:
No patient was injured in this case, but due to the potential risk we decided to report this case. The device was inspected and tested on (B)(6). Within this inspection, functional testing and visual inspection was made. The result was: the device showed beginning normal wear and tear. Interval of the supplier maintenance was exceeded by the customer.

Event description:
Customer service was contacted on (B)(6) 2020 from customer. Customer stated a slippage relating to the use of a skull clamp.